Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
It was reported through stryker facebook page: "had same knee replaced twice stryker had to retire. Won't bend now without pain and fall. Keep your replacement."